Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery cap was stripped and could not be removed. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 410 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.